Event description:
Patient presented in the operating room for normal change out due to eri. Externalized conductors were noted via fluoroscopy. The electrical function of the lead was tested and no anomalies were detected. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.